Manufacturer narrative:
On 4-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that the valve was leaking blood despite the best they tried to follow the opd and inserting the dilator in the center of the valve. The surgery was delayed 10 minutes due to the reported event. The action taken when the event occurred was more x-ray. The procedure was successfully completed. Device evaluation details: visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record evaluation was performed for the finished device 00001675 number, and no internal action was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was leaking. It was reported that the valve was leaking blood despite the best they tried to follow the opd and inserting the dilator in the center of the valve. The surgery was delayed 10 minutes due to the reported event. The action taken when the event occurred was more x-ray. The procedure was successfully completed. Fragments were not generated. No patient status/ outcome / consequences. It is unknown if the patient is part of a clinical study. Hemostatic valve leak is MDR-reportable.